Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY CUBIE DRAWER WAS OFF ON BUS. THE CUSTOMER REPORTED THAT THE MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED, BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) PERFORMED FROM THE DATE OF MANUFACTURE, 21-MAR-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE STATION CUBIE DRAWER 4 WAS FAILED AND IT WAS UNABLE TO OPEN. THE FIELD SERVICE ENGINEER (FSE) HAD ADDRESSED AN ISSUE WITH FULL-HEIGHT AUXILIARY DRAWER 7, WHICH WAS OFF THE BUS AND UNABLE TO RECOVER. THE HARDWARE TEST APPLICATION DID NOT DISPLAY THE DRAWER IN THE SOFTWARE, ALTHOUGH THE REAR LIGHTS APPEARED NORMAL. UPON INSPECTION, THE FSE DISCOVERED THAT THE RETRACTOR CABLE WAS DAMAGED DUE TO A PLASTIC PIECE DETACHING FROM THE METAL, RESULTING IN SAGGING AND CABLE DAMAGE. THE DAMAGED CABLE WAS REPLACED, WHICH RESOLVED THE CONNECTIVITY ISSUE. ADDITIONALLY, THE DRAWER¿S AUXILIARY RAILS WERE FOUND TO BE FAULTY, DIFFICULT TO OPEN AND CLOSE WITH AT LEAST ONE BALL BEARING MISSING. THE FSE SWAPPED THE RAIL SLIDES TO RESTORE PROPER DRAWER FUNCTIONALITY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY CUBIE DRAWER WAS OFF ON BUS. THE CUSTOMER REPORTED THAT THE MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary cubie drawer was off on bus.The customer reported that the malfunction occurred while dispensing the medication.As per part investigation, it was determined that the reported drawer off-bus condition was caused by thermal damage to the ASSY RETRACTOR DWR HH CUBIE, where wear of the flat-flex cable insulation resulted in a short circuit against the metal flat bar, compromising drawer communication and functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of ¿Cubie drawer off bus¿ was confirmed by the Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the BD Field Service Engineer (FSE) under WO (b)(4). Upon initial inspection, the Full height auxiliary drawer 7 was off bus and would not recover. Test application did not show drawer 7 in software. Lights appeared normal in the rear of the cabinet. The FSE found retractor cable being damaged. Plastic hinge came loose from metal and caused sagging and some damage to retractor cable. The FSE replaced and this resolved the issue. The FSE found that the Auxiliary Full-Height Drawer 7 rails were faulty. The drawer was slightly difficult to open and close, and at least one ball bearing was missing from the rail assembly. The FSE replaced the rail, and the issue was resolved.During DCHU Visual Inspection: P/N 353844-01: The part was received with a detached plastic hinge. It was detected exposed copper filaments of the flat flex cable. Closer inspection on the cables, using a microscope, detected shorted filaments against the metal flat bars of the assembly, which produced burn marks on both components. During DCHU Testing: P/N 353844-01: Since thermal damage was detected on the assembly upon visual inspection, no testing was performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the reported complaint is the thermal event present on the received ¿ASSY RETRACTOR DWR HH CUBIE¿, due to wear on the shielding of the flat flex cable, which caused a short against the metal flat bar. This damage generated a condition that compromised the station power supply communication.